Event description:
A cartridge alarm issue was reported by the customer, ongoing since (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the alarm, decided to replace the pump, and instructed the customer on how to manage insulin delivery in the interim. Technical support sent the customer a replacement pump with updated software and provided detailed guidance for handling the current and new pump, including returning the problematic one through ups within 10 days.